Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon body which is an indication of a balloon leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon longitudinal tear starting at the distal end of the proximal markerband extending for approximately 4mm proximally. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that the balloon burst. The 88% stenosed, 11mmx3.5mm target lesion was located in a moderately tortuous and mildly calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 1013kpa. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.